Event description:
Consumer complaint of low blood results. Expected non-fasting blood glucose test result range is 200 to 350 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 139 mg/dl and 134 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 05/16/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 168mg/dl (B)(6) 2015 07:44pm fasting no; 150mg/dl (B)(6) 2015 07:40am fasting yes; 163mg/dl (B)(6) 2015 07:39am fasting yes; 174mg/dl (B)(6) 2015 04:05pm fasting no; 188mg/dl (B)(6) 2015 04:04pm fasting no. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).